Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm size at the time of implant is unknown, currently the aneurysm is 6.1 cm in diameter. Vessel morphology at the time of implant is unknown, currently the vessel morphology was reported as mild tortuosity, moderate calcification and aortic neck disease progression with aortic neck dilation. It was reported a recent CT demonstrate a type I endoleak, caused by disease progression with aortic neck dilatation. The stent graft remains at the renal arteries. The physician implanted a 32 talent converter up to the sma. The physician used the snorkel-up technique from the renal arteries with covered stents and performed a femoral to femoral bypass. The renal arteries are patent. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: (endoleak), (moderate calcification, and aortic neck disease progression with aortic neck dilation). Conclusions: (moderate calcification, and aortic neck disease progression with aortic neck dilation).